Event description:
It was reported the nasal cannula oxygen delivery tubing was detached from the connector upon receipt. The disconnection was noted prior to use. No pt involvement was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available, a follow-up report will be submitted.